Event description:
It was reported that the system had error with the lights flashing, which locked up the system. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The image processor was replaced and the control panel was adjusted during the service call. The system was tested and found to be working as intended and put back into service.